Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of trace epithelial ingrowth, observed on a patient's right eye three weeks post lasik treatment, reporter noted the pt had no complaints, vision was good and comfortable. Reporter will monitor for further growth. No intervention planned at this time, and pt is doing well.